Event description:
It was reported that an asymptomatic patient presented in clinic during follow up, post-paced t-wave oversensing was observed. The patient did not receive therapy. The device was reprogrammed.